Manufacturer narrative:
The investigation confirmed the reported speed drops via the submitted system controller log file. The log file contained approximately 21 days of data. On (B)(6) 2017 at 19:31 the pump speed fell below the low speed limit (lsl) to 8530 rpm before returning to the set speed. On (B)(6) 2017 between 22:27 and 22:28 the pump struggled to maintain a speed above the lsl falling as low as 2840 rpm. The pump did not stop during this period. All of the speed drops occurred while the controller was connected to the power module. Prior to the first speed drop there were no notable alarms active in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during system controller history interrogation, multiple low speed and low flow alarms had occurred. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed nine low speed advisories and three low speed hazards on 29aug2017. Speed drops were as low as 2840 rpm. These issues only appear to be occurring while connected to the power module. The patient was given an ungrounded power module patient cable. No additional information was provided.